Event description:
It was reported that the patient was admitted on (B)(6) 2022 after their home left ventricular assist device (lvad) monitor indicated ventricular tachycardia (vt). An electrocardiogram performed in the emergency room confirmed vt with a rate of 161 and premature ventricular contractions (pvcs). An amiodarone bolus and norepinephrine were administered and the patient was admitted to the intensive care unit (ICU). The patient was externally cardioverted while in the ICU. The patient was asymptomatic outside of fatigue and shortness of breath. The patient required repeat external cardioversion on (B)(6) 2022 and was being worked up for a heart transplant. The patient received a heart transplant on (B)(6) 2022. Explant of the lvad revealed purulent fluid collection surrounding the lvad which was cultured and drained.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 (hm3) left ventricular assist system (lvas) did not reveal any device-related issues. A direct correlation between the pump and the reported events could not be conclusively established through this evaluation. In addition, a specific cause for the reported infection could not conclusively be determined through this evaluation. The pump was returned assembled with the pump cable severed approximately 10.75¿ from the pump header. The modular cable and the distal end of the pump cable were not returned. Approximately 7.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of any developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The lvad was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists cardiac arrhythmia, right heart failure, and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The heartmate 3 lvas patient handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was found to be volume overloaded indicated by weight changes and a chest x-ray which showed small pleural effusion and possible pulmonary edema.